Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and under sensing. The noise could not be reproduced with isometrics. The lead remained implanted.